Event description:
It was reported to co that the cine camera failed during a cardiac catheterization procedure. Apparently this prevented the procedure from being completed and the pt was returned to her room. No injury was reported.